Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues as the inflatable penile prosthesis (ipp) would not inflate or deflate consistently. A surgical procedure was performed and it was found that the left cylinder tubing was kinked around the pump. The pump was removed and it was tried to inflate and deflate and the tubing was unlinked from left cylinder, however, this troubleshooting did not work. The device was removed and replaced with a new ipp. The patient is recovering after the surgery. .